Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose ranging from 597 mg/dl to a level that was displayed as ¿high¿; however, a specific value was not provided. Customer gave manual injections to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.